Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
It was reported the "t2 alpha 5mm locking screws bent while applying compression." **update: this incident happened during t2 alpha tibial nail. The bent screw had to be removed before proceeding with the surgery. The surgery was completed but there was a delay with removing the bent screw and proceeding.

Manufacturer narrative:
Please note correction to h6 health impact code. The reported event could be confirmed, since the product was returned for evaluation and matches the alleged failure mode. The device inspection revealed the following: the received screw was found to be damaged around the threads in the middle. The threads are plastically deformed & the screw is excessively bent. These damages indicate towards an application of excessive forces while compressing. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. The optech states that; ¿caution the compression screw must be screwed in correctly and with reasonable force to provide desired function and to avoid damage of implants/instruments. Deformation of the locking screw may indicate unreasonable force.¿ based on investigation, the root cause was attributed to a user related issue. The failure was caused by an application of excessive force while compressing. If any further information is provided, the complaint report will be updated.

Event description:
It was reported the "t2 alpha 5mm locking screws bent while applying compression." Update: this incident happened during t2 alpha tibial nail. The bent screw had to be removed before proceeding with the surgery. The surgery was completed but there was a delay with removing the bent screw and proceeding. Update: the delay was approximately 10 minutes.